Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath prior to an interventional implantation of a leadless pacemaker. Reportedly, the suture of the first device was pre-placed at the 11' o clock direction. When the suture of the second device was attempted to be pre-placed at the 1' o clock direction, the suture was not attached to the needle. The suture of a new third prostyle device was successfully pre-placed. The sheath was upsized to a 23f sheath, and the leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures of the first and the third device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.